Manufacturer narrative:
The insulin pump powered up properly after battery installation. However, the device was received with unresponsive buttons due to corroded electronic and motor assemblies. There was no display or blank display anomalies on the device. The unexpected restart test was unable to be performed due to keypad anomaly. The insulin pump was received with cracked case at the display window corners and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose, unexpected restart alarm and display anomaly. Customer's blood glucose level was 43 mg/dl. Customer advised they were off the insulin pump for a few days prior to receiving low blood glucose. Troubleshooting for blank display was performed. Customer advised the display screen was blank and a temporary basal was not programmed prior to the unexpected restart alarm. Customer advised a new battery cap was unable to resolve the issue and the display screen remained blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.